Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 4406, batch no.: unknown. It was reported that blade nic'd patients severely. Verbatim: srg bd surgical clipper used with general purpose blade nic'd patients severly.

Manufacturer narrative:
Neither lot nor sample was provided, the failure mode could not be confirmed. The manufacture of the product stated the following" 1.at the time of use, please do not strongly press the blade against the skin, please slide gently on the skin surface and cut. 2.we suggest more product training to the clinician in the hospital. 3.to sensitive area, it is recommended to use sensiclip (4403a)." Bd will continue to track and trend for this failure mode.

Event description:
Material no.: 4406 batch no.: unknown. It was reported that blade nic'd patients severely. Verbatim: srg bd surgical clipper used with general purpose blade nic'd patients severly.